Event description:
It was reported that during a follow up, the device was found in hardware reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset anomaly was confirmed in the laboratory. Analysis found that the reset was due to low battery voltage. Automated electrical test system, temperature and humidity tests were performed and no high current was found. The battery was sent to the vendor and analysis found an internal battery anomaly, which caused the reset and the premature battery depletion.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.